Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction.(B)(4).

Event description:
Additional patient information received from the reporter indicates the reported event of under correction was less than one diopter. Based on this information the event does not meet the reporting criteria for a serious injury or device malfunction.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with under correction noted post lasik treatment. Surgeon believes the under correction is related a low energy reading of his excimer laser. Patient is being monitored, and any possible intervention is undetermined at this time. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.